Event description:
It was reported that a spectrum pump keys 0 and 1 on the keypad were not working during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction:e1: initial reporter e-mail: was ni should be (B)(6). The device was received for evaluation. During functional testing, the device 0 and 1 key did not work. A service history review revealed, no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined, to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.